Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on the right side, and with 425cc mentor memorygel breast implant on the left side and experienced right side capsular contracture; baker grade IV, and breast implant rupture. On (B)(6)2022, mentor became aware that the patient experienced bilateral capsular contracture; baker grade iii on the right and baker grade ii on the left side. As a result, the patient will undergo bilateral explantation and replacement with catalog number 3502501bc; serial number (B)(4) on the left side, and with catalog number 3502501bc; serial number (B)(4) on the right side on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On january 16, 2023, mentor became aware that the bilateral replacement surgery was on (B)(6) 2023, and bilateral ruptures were found during surgery. Hence, field b1 for "product problem" has been selected, field d6b has been updated to (B)(6) 2023, and device problem code "material rupture" has been added to field h6 on this form. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii, and rupture. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 13, 2023, the mentor failure analysis lab received the device for evaluation. Per information received with the device, patient's demographics have been updated under section a. On april 3, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 425cc breast implant was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 21, 2023, mentor became aware that the date of event was november, 2014; field b3 has been updated. Mentor also was made aware that the replacement devices used on (B)(6) 2023 were catalog number 3505504bc; serial number (B)(6) on the right side, and catalog number 3505504bc; serial number (B)(6) on the left side. His supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).